Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. The user's blood glucose level was 111 mg/dl . The user successfully loaded a new cartridge.

Manufacturer narrative:
This event was inadvertently filed. There was no device malfunction.

Event description:
It was reported that a cartridge change error message occurred. However, this was a valid error message, as the customer had proceeded through the load process without loading a cartridge onto the pump. The user's blood glucose level was 111 mg/dl . The customer was able to successfully load the cartridge.